Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced fluctuating blood glucose (bg) levels, ranging from 64 to 400 with moderate ketones. The customer stated the suspected cause was due to hormones and stress. The customer delivered correction boluses and manual injections, and consumed orange juice to address bg levels. The customer drank water to address ketones. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.